Event description:
During the procedure, after trying to obtain a biopsy, the metal hub on the device detached into the airway of the patient. This occurred on the first biopsy attempt with this device. The same needle would not retract. Three needles were used in all. The md retrieved the component with a forceps. X-rays were taken as a precaution, but nothing was found. A 240 scope was used.